Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex. The hydrogel was placed in upper half only, none in apex. The patient current status were no patient complications.